Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, an FDA medwatch notification was received via email. A facility representative reported that an ar-1595tc drill pin broke off during a procedure on (B)(6) 2026. No additional information was provided.